Event description:
Rep reported that the pt was complaining and showing symptoms indicating hydrocephalus. During revision, the surgeon noticed signs of peritoneum pressure. Doctor determined valve was not functioning properly. As a result, the valve was replaced. It was noted that valve was set at 120mm h2o and may have gone down to 100, but was not sure.

Manufacturer narrative:
Codman has received the device for eval. Upon completion of the investigation, a follow up report will be filed.